Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recently purchased patient slaving cables for the analyzer have exhibited a higher than expected rate of failure (stated as 4 out of the 6 cables purchased). It was explained that when these cables were in use during an implant procedure an impedance of greater than 4000 ohms was displayed. It is expected that the cables will be returned for evaluation. No patient complications have been reported as a result of this event.